Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with episodes of pacemaker mediated tachycardia, noise reversion, and high atrial rate due to lead noise on atrial and ventricular leads. Noise was reproducible with isometric testing. Reprogramming changes and diagnostic imaging on the rv lead were recommended. Patient will be monitored.